Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer for resetting the pump, which resolved the issue, and no further malfunction code was observed. The customer was advised to continue using the pump and to contact support if the issue recurred.